Manufacturer narrative:
H6: code e2402 applied to capture "enuresis." Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received further reported that between 16aug2017 and 29apr2021 the patient experienced continued urinary leakage; less than prior to supris implant, vaginal spotting, exposure/erosion with wound dehiscence, urinary tract infection. On (B)(6) 2017 closure of supris exposure/erosion wound dehiscence. Intermittent nocturnal enuresis, wears daily pads, supris erosion, micturition urge incontinence refractory to medications or surgery. Back pain, some urgency with urge urinary incontinence, infrequent stress urinary incontinence, states stopped taking elmiron and detrol as her bladder was rejecting it, 1 cm midline supris erosion. On (B)(6) 2017, in-office partial excision of eroded supris. Vaginal spotting after intercourse, foul smelling urine, urinary retention, atonic bladder, non-compliant with home self-intermittent catheterization. White vaginal discharge, stopped self-catheterization as post-void residuals were low, overactive bladder, urinary frequency, urinary leakage with cough/sneeze, urinary urgency, nocturnal enuresis, 0.5 cm exposed/extruded supris, overactive bladder. Supris extrusion exploratory pelvic exam, cystoscopy, vaginoscopy. Intraoperative findings (B)(6) 2018: small supris extrusion at left anterior vaginal wall from hymnal orifice, no erosion. Worsening urinary frequency, dysuria, less nocturnal enuresis since starting vesicare 0.5 cm exposed/extruded supris. Small urinary leakage with cough, states not interested in having exposed/extruded supris removed. Dribbling, difficulty emptying bladder/needs to strain, pelvic/vaginal/perineal pain, constipation, palpable supris erosion into vagina. On (B)(6) 2019 nearly complete excision of eroded supris. Intraoperative findings: patient's anatomy extremely deep/difficulty, supris erosion into right mid urethra that caused a defect (atrophic, pale white with purulent material). Continued incontinence, in-office cystoscopy/uroflow¿ no leakage of urine, non-obstructive flow, right distal/posterior ureter lesion with small mucosal opening, urinary hesitancy/urgency, constipation, residual supris partially surrounding the distal urethra. On (B)(6) 2020 excision of embedded residual supris, urethral diverticulectomy with defect repair using 2 layers of periurethral tissue and vistaseal fibrin glue, axis dermis implanted on (B)(6) 2020 to complete urethral defect repair. Recurrent stress urinary incontinence, autologous sling placement (B)(6) 2021 for recurrent stress urinary incontinence. Scar tissue encountered during procedure. Post bladder sling surgery presents to emergency department for wound check- mild wound dehiscence noted, vaginal bleeding.

Event description:
Additional information received further reported that the patient also experienced diarrhea for two weeks, which improved after a five-day course of ciprofloxacin and flagyl. The patient was positive for clostridium difficile due to antibiotic therapy. The patient also experienced cystocele, nocturia, hematuria, yeast infection, and a small urethral diverticulum which she thought she felt pop (on physical exam, no diverticulum appreciated). The patient was prescribed diflucan. The patient's urine culture was positive for escherichia coli. Her urinary tract infections had been treated with macrobid, bactrim, and ciprofloxacin.

Manufacturer narrative:
D4 lot number: 5397651.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Full description: as reported to coloplast though not verified, legal representative stated exposure/erosion with wound dehiscence, uti, intermittent nocturnal enuresis, recurrent uti's with back pain, urine loss, uui, sui, urine loss, incontinence, retention, vaginal discharge, overactive bladder, urinary urgency/frequency, dysuria, exposure.